Manufacturer narrative:
Date reported as (B)(6) 2015, should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: november 14, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a connecting screw broke during a surgical procedure on may 3, 2015. The surgeon was attempting to remove the blade when the connecting screw broke. No reported surgical time delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation review was performed. The investigation of the complaint articles has shown that: the review of the manufacturing documents of the returned instrument proves that all requirements and specifications have been met. Furthermore, the view of the broken surface does not show any anomalies of materials structure, which proves the material conformity as well. Our investigation shows that the threaded tip is completely broken off. We are not able to determine the exact cause which has led to this occurrence. We do assume though, that the breakage occurred during a mechanical overloading situation. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.